Manufacturer narrative:
Product analysis: there was a kink on the distal shaft 24.5cm proximal to the distal tip. The stent struts were stretched and due to the stretching the stent was not positioned between the marker bands as per specifications. Deformation was evident to the 11th and 12th distal stent wraps with stent struts stretched. Stent deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity device was attempted to be used to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the distal rca. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that stent deformation occurred in vivo during positioning. The procedure was completed using another medtronic device. No patient injury is reported. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.